Manufacturer narrative:
The system control board for the imaging system was returned to the manufacturer for evaluation. Testing found that the imaging system would not function as designed and lift-and-shift functionality would engage.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The pcba board was replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of a procedure the x-ray progress bar will not check on the imaging system. After replacing the system board, the x-ray relay would not turn on. As a result, the progress bar would not become a green check. There was no patient present when this issue was identified.